Manufacturer narrative:
A product sample was received for evaluation. Visual and functional testing were performed. When observing the product, it was confirmed that the base of the male connector of the flat filter was broken and the fracture surface was whitened. The event is most likely to be damaged due to usage during product use. No lot number was provided; therefore, device history record review could not be completed. No product information has been provided to date this remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4).

Event description:
It was reported that the connection part of the flat filter broke off. No patient injury was reported.